Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient fully charged her internal neurostimulator(ins) less than two days before the report. Then the day before the report she ¿wore¿ it for 7-8 hours. It was reported the patient turned the ins on the day of the report while sitting in a recliner and reached for something and the ins suddenly cut off and she no longer felt stimulation, then it came back on. It was logged the device was set at 2.5v but it was showing 2.0v and she was not sure how that happened. It was reported the patient could not feel stimulation at 2.0v well. It was also reported the patient stood up to walk around and the same thing occurred, a sudden lack of stimulation. It was reported the patient turned it on and off. It was noted the patient¿s programmer battery level was at 50% charge. It was reported the patient had the device for 2 years and never had this problem. It was reported a movement caused it and on the programmer it was ¿like the upright part disappeared, the word.¿ it was reported this started about 3 hrs before the report. It was reported there was a loss of therapeutic effect. It was also reported the patient usually kept the ins off when she was laying down flat because it was uncomfortable. It was reported the patient envisioned wire bent and no longer functioning and total kinked over and power was not reaching electrodes. It was reported the patient was having intermittent stimulation at the time of report. It w as logged the patient was going thru electric shock therapy treatment for psychiatric issues that morning. It was reported this was the 28th therapy session since that (B)(6), wherein the patient was sedated and shock therapy caused a seizure, in treatment for severe depression over the preceding 4 months. It was reported the patient had a fall in her bathroom on (B)(6) 2013. It was reported the patient had an overdose on pain medication and fell in the shower and needed CPR. It was reported the patient did not know if she was shocked in the ambulance after. It was logged the patient had used the therapy and charged fully since the fall, and that the patient¿s memory was not always clear. It was reported the patient was on group a, upright at 2.5 volts. It was reported the patient never let the battery get down. It was logged the patient did not wait for the 3 minutes when changing position and did not know about that.

Event description:
It was reported that a patient experienced intermittent stimulation and a shocking or jolting sensation. The patient was in a recliner and reached for something. The implantable neurostimulator (ins) "suddenly cut off" and the patient stopped feeling stimulation. Then stimulation came back. It was stated that the patient was set to 2.5v, but the programmer was showing 2.0v and the patient did not know how it changed. It was stated that the patient "could not feel stimulation at 2.0v, unless she concentrated really hard". It was reported that the patient would walk and "all of the sudden" she no longer felt stimulation. The battery level was at 50%. The patient has had the device for 2 years and has never had this problem before. It was stated that this problem started on the same day it was reported. It was stated that the patient "envisioned the wire bent and no longer functioning and total kinked over and power is not reaching electrodes". It was not clear exactly what that statement meant. The patient was experiencing intermittent stimulation as it was being reported. It was reported that the patient was undergoing "electric shock therapy" for "psychiatric issues". The patient has 28 therapy sessions since (B)(6) for treatment of severe depression. It was also reported that the patient had fallen in her bathroom on (B)(6) 2013. It was noted that the patient had "over dosed" on pain medication and fell in the shower. Her husband found her an hour later and performed CPR. It was stated that the patient has charged her ins and used stimulation since the fall. It was noted that the patient's memory was "not always clear". The patient was programmed on group a at 2.5v. The patient "never lets her battery get low". It was stated that the patient did not wait 3 minutes before changing positions and that she was not aware of that. Further information has been requested. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).